Event description:
Report received of an under-delivery found during preventative maintenance testing. There were no reported adverse patient events while the pump was in clinical use. Though requested no further information was available.